Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported several instances of post timer/24v failure. Technical support reviewed the content of the diagnostic log and identified a vent inop due to power supply failure associated with the post timer/24v failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.